Event description:
On (B)(6) 2025, patient¿s mother reported dexcom g7 readings 250 mg/dl showing on the dexcom application but not on ilet. The agent had patient delete old bt connections, toggle g7 g6 back to g7, and reconnect with sensor code 6252. Patient reached pairing mode and understood pairing wait time. The patient also restarted ilet, which remained in pairing mode. The patient's blood glucose (bg) was 376 mg/dl at end of call. The patient's mother had backup therapy available but planned to wait unless unable to reconnect, due to long-acting insulin concerns. The patient will call back if sensor does not connect or other issues arise. No symptoms reported by the patient during event. However, the patient was out of bg range for 90+ minutes. No medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.